Event description:
It was reported that the pt suffered from a progressive hearing loss. The pt was re-implanted with a cochlear implant on (B)(6), 2012.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.